Manufacturer narrative:
(B) (4): implanted device remains.

Event description:
Per the audiologist, the patient experienced a decrease in performance along with pain. The pain is present with or with out use of the device. The results of an integrity test indicate normal receiver stimulator function with multiple electrode anomalies. More information has been requested but was not available at the time this report was filed april 1, 2010.